Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te's) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The j2 tab inside of the rear 2-wire therapy pad (te) was not properly soldered. The cause of the test failure was isolated to the improperly soldered j2 tab. The root cause for the improper solder was an assembly error. A corrective action was issued for this error. No adverse event resulted from the non-functional therapy pad.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a non-functional therapy electrodes.